Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with large ketones. Pump supplies were changed and a correction bolus and manual injection were administered to address elevated bg value. Customer stated that the cause of the elevated bgs was due to the carb ratio. Reportedly, the customer adjusted the carb ratio settings to address the issue.